Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they have replaced the motor compressor (p/n: not provided) and the drive manifold (p/n: not provided). The iabp unit was tested with a manometer and the pressure in the vacuum lines from the compressor up to the drive manifold met factory specifications. The location of the possible vacuum leak was not confirmed; however, the customer has advised that the iabp unit remains out of service and will be decommissioned. Not returned to manufacturer.

Event description:
It was reported that during preventative maintenance (pm) performed by the customer's biomedical engineer, the cs300 intra-aortic balloon pump (iabp) was experiencing vacuum issues and generated an autofill failure code #13. The customer reported that the drive pressure failed to reach the vacuum level for dead volume calculations. There was no patient involvement and no adverse event was reported.